Event description:
Related manufacturer report number: 2017865-2025-17095. It was reported that the patient presented in clinic for an initial implant procedure. During the procedure it was noted via fluoroscopy imaging that the right-atrial (ra) lead was dislodged. It was attempted to replace the ra lead, but the pacemaker setscrew was stripped during the process, and the ra failed to be removed from the header. As a result, the pacemaker and the ra lead were not implanted and near at hand replacements were implanted instead on (B)(6) 2025. The patient condition was stable.